Event description:
Boston scientific received information that the patient with this device was seen for a routine follow up. A threshold test was performed, during which, weak telemetry was encountered. The threshold test was unable to be stopped when desired. The patient's heart rate dropped to 30 beats per minute. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.